Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or failed battery test alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they put in a new battery on the insulin pump but it had alarmed failed battery. The insulin pump also alarmed a no delivery. The customer tried to resume and do a bolus but the device alarmed again. The customer's blood glucose level was unknown. Troubleshooting was performed. The customer received a failed battery test. It was also noted that the issue had been happening for a while and the customer had been taking manual insulin shots. The device was returned for analysis.